Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient had a gynecological procedure in order to treat uterine prolapse, cystocele and fibroids and mesh was implanted. It was reported that the patient had a concurrent procedure of a tvh, bilateral salpingectomy, culdoplasty, uterosacral suspension, anterior repair, placement of mesh and cystoscopy performed during mesh implantation. Findings on (B)(6) 2008: 2-3 degree anterior prolapse, 2-3 degree cystocele, 1-2 degree rectocele. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.